Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device was returned for analysis. The balloon protector cap was returned over the balloon. The proximal part of the balloon was exposed which is indicative of the balloon protector being pulled distally. The returned balloon protector inner dimension was within specification. The inner and outer were kinked at 42mm proximal to the distal tip. A visual examination confirmed that the midshaft was broken at the guidewire exit port. It was noted that the midshaft was stretched for a distance of 0.5mm either side of the break. This is evidence of excessive tensile force being applied to the device. It was not possible to apply a vacuum to the balloon to remove all air as the midshaft was broken however during device evaluation, the balloon protector was removed from the balloon with no force required. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The shaft damage noted during analysis is consistent with excessive force being applied to the delivery system during an attempt at removal of the balloon protector from the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was used in a manner inconsistent with the labeled indications. Please note that the dfu states that ¿open the stopcock to the balloon. Draw back on the syringe to its full volume deflating the balloon and drawing air bubbles into the syringe barrel. Close the stopcock to the balloon¿. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that removal difficulties occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use; however during preparation, it was noted that the protective sheath of the balloon was unable to be removed due to resistance. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good. However, device analysis revealed a shaft break occurred.